Event description:
The pt reportedly experienced a wound breakdown at the implant site. The device was exposed. A successful skin graft was performed to repair the site. The pt's implant site is healed. The pt is being monitored.